Event description:
The customer reported the loss of patient image data. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was evaluated and found to be operating as intended. User error was identified as the root cause of the issue and appropriate training and instruction was given to the customer in regards to acquiring, saving, and archiving patient data to prevent future loss of patient images. The system was tested and found to be working as intended and returned to service.